Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported through the surgical outcome system that a revision surgery is required due to a deep infection and the patient experiencing excessive swelling and sepsis. The date of the primary procedure was on (B)(6) 2022 for a knee arthroscopic acl procedure were an acl tightrope abs and acl tightrope rt was implanted. No additional information was provided. Additional information requested.